Manufacturer narrative:
H4 - the device was manufactured 08/06/2021 - 08/10/2021. The actual device was not available; however, fifty (50) companion samples were received for evaluation. Visual inspection of all 50 samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on twenty-five (25) randomly selected samples by filling the bags with water and firmly squeezing the bags, and no leak was observed on any of the tested samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.